Manufacturer narrative:
The customer reported a complaint that "the autopulse platform's (sn (B)(4)) lcd (liquid crystal display) was blank" was confirmed during the functional testing. The root cause for the reported complaint was a defective lcd, likely caused by a defective component. The reported complaint of "the customer noticed crack on the lcd screen" was confirmed during the visual inspection. Upon visual inspection, noticed multiple scratches on the lcd screen, thus confirming the customer reported complaint. In addition, unrelated to the reported complaint, noticed a crack on the front enclosure. The observed physical damages are appeared to be the characteristics of harsh impact, likely caused by user mishandling such as a drop. During functional testing and upon powering on, the lcd was observed to be blank, thus confirming the reported complaint. After replacing the defective lcd with a test lcd, unrelated to the reported complaint, the autopulse platform displayed user advisory (45) (not at "home" position after power-on/restart) error message. The root cause for the ua45 error message was due to the driveshaft was not being at home position. The driveshaft was rotated to the home position using the administrative menu to address the ua45 error message. In addition, unrelated to the reported complaint, noticed that there was no backlight to the lcd. The root cause was due to a defective processor board, likely caused by a defective component. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a ua45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The front enclosure and the lcd were replaced to address the observed physical damages, and the blank lcd and the processor board was replaced to address the lcd backlight issue. Upon further testing, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal use of the device. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the customer noticed crack on the autopulse platform's (sn (B)(4)) lcd (liquid crystal display) screen. Per the customer, the lcd looked as if there is black ink/fluid in it. Based on the follow-up response from the customer, the lcd was blank, displaying only half of the battery status symbol. No patient involvement.